Manufacturer narrative:
Citation: mark m.p. Van den dorpel, et al. Prognostic value of invasive versus echocardiography-derived aortic gradient in patients undergoing tavi. Eurointervention 2025;21:e411-e425. Published online e-edition april 2025. Doi: 10.4244/eij-d-24-00341. Earliest date of publication used for date of event and date of death: (B)(6) 2025 (month and year valid). Earliest approved evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the predictive value of invasive and echocardiography-derived mean gradient measurements after transcatheter aortic valve implantation (tavi). The study population consisted of 1 ,227 patients who underwent tavi with either a self-expanding valve (sev) or balloon-expandable valve (bev). Medtronic evolut r/pro/pro+ valve brands were used in the sev group (n = 573), while non-medtronic sapien valves were used in the bev group (n = 654). The authors ultimately found that only invasive-derived mean gradients post-tavi were associated with early, one-year, and two-year mortality in both the sev and bev groups. Specifically, a total of 98 deaths occurred in the sev group within two years of tavi. Additional adverse outcomes that happened in the sev group: elevated/high mean gradients, rehospitalization for heart failure, and bioprosthetic valve failure (no further details given).